Manufacturer narrative:
Investigation summary : major bleed: heparin was held during the case due to a gi bleed and a nosebleed later on as well. The product was not returned for investigation. The cause of the bleeding could not be determined due to insufficient clinical details. Stroke: in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: clinical reported that suction began to trigger multiple times when the patient was standing up. Fluids were given and suction reportedly resolved. The product was not returned for investigation. Data log review confirms suction events occurring on the day it was reported. At the same time suction started, an impella position unknown alarm triggered as well. The placement signal at this time loses pulsatility, and the placement signal waveforms are no longer aortic at this time. There were no motor current spikes during the case. The cause of the suction is most likely patient related, as placement signal loses pulsatility at the time of suction, and suction reportedly resolved with volume. Device history lot:device lot number: 1951079. Device history batch: subcomponent lot: n/a. Device history review : pump sn (B)(6) passed all post sterile inspection criteria.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, the device exhibited suctions issues, the patient was administered lactated ringer's and 1 unit of packed red blood cells (prbc). No further suction issues were reported. Additionally, the patient experiened a gastrointestinal bleed and heparin was withheld. No further information was provided; however, it was later reported that the patient expired.